Manufacturer narrative:
The fractured rod, backed-out set screw and two polyaxial screws were returned for evaluation. The polyaxial screws were not identified, so it's not possible to know with certainty which polyaxial screw originated from which side of the construct. In reviewing the failed product with the provided x-rays, it is noted that the fractured rod occurred on the patient's left side and the backed-out set screw originated from the s2 screw on the patient's right side. Given the information derived from the provided x-rays, the complaint description on the field evaluation form is incorrectly detailed in terms of the location of the failures. A review of the device history records confirmed that all product was properly manufactured and released to design specification. Witness marks and wear on the major diameter noted of the second polyaxial screw (screw 2) are indicative of a binding condition between the set screw and the mating polyaxial screw. It is possible to replicate this binding condition when the set screw is finally tightened on a rod that is not fully normalized in the polyaxial screw. The binding condition leads to insufficient transfer of torque to the axial clamping force on the rod which may result in set screw back-out. Once the set screw loosens and starts to back-out, a "starburst" pattern is created on the bottom surface of the set screw. While the returned polyaxial screws were not identified according to the location in the construct from which they originated, it is possible that "screw 2" was involved in the set screw back-out failure. The wear on the rod slot and bushing surfaces of "screw 2" are likely a result of the rod movement within the polyaxial screw after the set screw loosened. Once the set screw loosened at s2 on the patient's right side, the loads on the construct were redistributed to compensate for the failure. This redistribution of load may have increased the forces exerted on the rod in the patient's left side and resulted in a rod fracture. Examination of the returned product shows the polyaxial screw bushing contact at s1 adjacent the location of the fracture initiation. The increased loading combined with the sharp bend placed in the rod in the same location may have initiated a crack in the rod which propagated into ultimate rod failure. Additionally, there is heavy wear on the rod from the left s2 bushing of the polyaxial screw indicating that the left s2 set screw may also not have been fully secure in the construct which would allow the rod to slide in-and-out or up-and-down within the polyaxial screw. Given the heavy wear noted along the rod slot and bushing of the first polyaxial screw (screw 1), it is possible that "screw 1" originated from the patient's left side. If the set screw was also loose on the patient's left side, this would place additional loads on the construct and would contribute to the rod failure.

Manufacturer narrative:
In addition to the set screw, the international customer also returned two (2) polyaxial screws and one (1) rod which were also explanted during the second revision surgery. Concomitant medical products: 47000-095-080, polyaxial screw, 9.5mm x 80mm (ti-6al-4v eli), lot# 755750, manufactured 6/10/2015; 48001-55-300, ti alloy straight rod, 5.5mm x 300mm (ti-6al-4v eli), lot# 7786903, manufactured 6/17/2016. The returned arsenal implants are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
An international customer ((B)(6)) reported that during initial surgery on (B)(6) 2017 while inserting the left s2 set screw the surgeon could feel it had become cross-threaded. The set screw was removed and replaced without issue. On (B)(6) 2017 revision surgery was conducted to remove and replace the set screw at that same location (left s2) as it had backed out of position. The mating polyaxial screw was not extracted and remained as part of the original construct. On (B)(6) 2017 the patient returned for a second revision surgery as the left s2 set screw had once again backed out of position. In addition, the rod had also fractured and broke. During the case the surgeon removed both the polyaxial and set screws at the left s2 and replaced them with a competitors product. No injury has occurred after the second revision.